Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device experienced a locked up condition after the analyze button was pressed. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device froze after the analyze button was pressed. The device was being used for training and had successfully delivered several shocks before the device froze. There was no patient use associated with the reported event.